Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 300mg/dl, and his blood glucose was treated with a manual injection. Troubleshooting was performed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.